Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels approaching 250 mg/dl. The customer was able to deliver correction boluses and noted bg levels trending downward. The customer also set a temporary rate to increase basal rate by 20%. Prior to contacting tandem technical support, the customer performed a system check and drops were seen exiting the tubing, indicating that the pump was operating as expected. The customer indicated that they will be meeting with the healthcare provider to discuss changing basal rate settings. Follow up information received from the customer stated that after the initial call, supplies were changed out and bg level lowered to target range. The customer has not experienced further elevated bg levels.

Manufacturer narrative:
.